Event description:
Reporter alleged obtaining a result of 250 mg/dl on the aviva system compared back to back with a result of 120 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated he took his "actoplus" as normal after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva suspect device system used. Reference medwatch report with (B)(4) for the advantage suspect device system used. Will not be returned to manufacturer.